Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2024 explanted:(B)(6) 2024 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 14-mar-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2024-sep-10, information was received from an healthcare professional (hcp) via manufacturer representative (rep), regarding a patient receiving fentanyl (1400 mcg/day, 67.2 mcg/day) via an implantable pump. It was reported the pump was flipping in the pocket. The environmental, external or patient factors that may have led or contributed to the issue were unknown. Diagnostics / troubleshooting performed were "attempted to refill and pump was flipped". The actions taken to resolve the issue was "opened to tack down the pump and the catheter was pulled out and tangled". Surgical intervention occurred. The issue was resolved at the time of this report.